Manufacturer narrative:
Surgical intervention occurred for pt with an itotal implant. At the time of surgery, the lateral insert was observed to be loose. The surgeon removed the insert, cleaned the insert and tray, and re-inserted the insert. Following this procedure during post-operative visit, pt was unable to gain full extension. Revision surgery is planned to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention occurred for pt with an itotal implant. At the time of surgery, the lateral insert was observed to be loose. The surgeon removed the insert, cleaned the insert and tray, and re-inserted the insert. Following this procedure during post-operative visit, pt was unable to gain full extension. Revision surgery is planned to exchange poly inserts.